Event description:
The patient presented to the hospital after receiving an inappropriate shock. T-wave oversensing was observed. Externalized conductor was suspected. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.